Manufacturer narrative:
Additional data: claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -3.5/+6.0/098 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced glare/halos due to big pupil size. The lens was not replaced with another lens. The reporter indicated the cause of the event was due to the device.